Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Were there any negative patient consequences?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, when the surgeon performed the first attempt, the staples were not supplied and then two staples were fired, but they did not fix. The device locked preventing further use. Additional information has been requested.